Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer could not determine whether an object was pressing on the pump causing this alarm to occur. Tandem technical support educated the customer in regards to a common cause of this alarm (e.g. Items pressing on button). Additionally, the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared, however customer declined follow-up to ensure new cgm session was successfully started. Customer's blood glucose level was 150mg/dl.